Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, arterial access was not obtained as the device would not follow the guide wire. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was found in the pre-deployment state with blood present at the sheath, guide tube, foot and needle tips. Based on the reported experience of the device not following the guide wire, an attempt was made to load the device onto a proxy guide wire. The guide wire stopped approximately 6 cm into the sheath. The guide wire was then inserted through the exit ramp and it stopped again. The sheath was cut approximately 5 mm above the stoppage point and dried blood was found as the cause for the stoppage during testing. The dried blood was removed and the guide wire passed without difficulty. The coagulated and dried blood found in the returned device would not be present during use. Based on the test results and the inspection criteria, the cause for the device not tracking over the guide wire during use could not be determined. The experience appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for difficult to position the guide wire for this lot. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.